Event description:
Customer reported a past high blood glucose event with the highest level reaching 690 mg/dl, though the cause was unknown. The customer took corrective action by administering a correction injection via multiple daily injections (mdi), and technical support recommended consulting a healthcare professional to discuss potential issues affecting blood glucose levels.